Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that visual inspection suction of connector, no physical damage or other anomalies observed. When accessed with a luer slip syringe, a crack was observed. The complaint of suction port being cracked can be confirmed. The probable cause of the crack is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device was found cracked after 4 days of insertion. The event occurred during use on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.